Event description:
The event occurred during device inspection.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the power does not turn on due to a circuit board (g1) failure, but the root cause of the component failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the monitor does not power on. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.